Event description:
On 16/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient reported her abdominal pain began approximately a week ago, however she neglected to inform the peritoneal dialysis registered nurse [(pd)rn] until (B)(6) 2025, when the abdominal pain became ¿unbearable.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of slow drains, nausea, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 973 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated at the outpatient home dialysis clinic with intraperitoneal (ip) cefepime 2000 mg and vancomycin 1750 mg, however at home the patient¿s cefepime was changed to ip ceftazidime 2000 mg and ip vancomycin 1750 mg every 5 days for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to the patient¿s failure to wear a mask while making connections to the liberty cycler set. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd at home utilizing the same liberty select cycler without any reported issues. A follow-up cell count was obtained on (B)(6) 2025 and the wbc had dropped to 12 u/l.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by slow drains, cloudy peritoneal effluent fluid, nausea, and abdominal pain, which required antibiotic therapy. The pdrn attributed causality to the patient failing to wear a mask while connecting to the liberty cycler set. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus haemolyticus is commonly found on human skin, and can be isolated from the axillae, perineum, and inguinal areas of humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 16/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient reported her abdominal pain began approximately a week ago, however she neglected to inform the peritoneal dialysis registered nurse [(pd)rn] until (B)(6) 2025, when the abdominal pain became ¿unbearable.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of slow drains, nausea, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 973 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated at the outpatient home dialysis clinic with intraperitoneal (ip) cefepime 2000 mg and vancomycin 1750 mg, however at home the patient¿s cefepime was changed to ip ceftazidime 2000 mg and ip vancomycin 1750 mg every 5 days for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to the patient¿s failure to wear a mask while making connections to the liberty cycler set. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd at home utilizing the same liberty select cycler without any reported issues. A follow-up cell count was obtained on (B)(6) 2025 and the wbc had dropped to 12 u/l.